Event description:
Placement of the contasure mesh sling implant caused dyspareunia, dysuria, recurrent urinary tract infections and pelvic pain immediately after implantation. Clinical exam found the mesh eroded through the anterior vagina. Cystoscopy at the time of explantation showed the mesh had perforated the left lateral bladder base and a large portion of the mesh was in the bladder. Diagnosis or reason for use: urinary incontinence. Event not abated after use stopped or dose reduced.